Event description:
This pt had a vaxcel PICC line inserted in 04 and had completed their course of IV antibiotics at home. The home health nurse was ordered to pull the line out. The nurse encountered much resistance. The pt was taken to special procedures and the radiologist could not remove either. The pt was admitted, taken to the cath lab and the line was removed without difficulty by a cardiovascular surgeon.